Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore,the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot record review could not be conducted for the disposable device as identification numbers were not provided by the complainant. According to the instructions for use (IFU), other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
A pt is reported to have endometritis 8 weeks following a novasure endometrial ablation. No additional information is available surrounding this event.